Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3536 showed 3 other similar product complaint(s) from this lot number. The complaints for this lot number (reft3536) have been reported from the same facility. In (B)(6).

Event description:
It was reported that 4 patients developed a fever after 12-24 hours after PICC insertion. Patients were admitted to the hospital for treatment. Patients discharged. All affected patients have undergone PICC line removal. No other information was provided. It was reported this occurred with four devices. This report addresses the third device.